Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy. It was reported that the patient the patient was okay for 5 years, then the patient had the device off from approximately (B)(6) 2007 to (B)(6) 2012 and the pain came back after that. The patient went to treatments and "is still not 100% better, more or less 80% still bad." The patient stated that they wanted to turn the therapy back on, but the patient programmer was not communicating with the ins even though they replaced the batteries to the programmer. The patient mentioned that they have had epidurals, physical therapy, chiropractors, pain treatments, and different remedies, but is still suffering with pain. Patient services reviewed that the patient needs to follow-up with the healthcare provider (hcp). It was reviewed that it is possible that the patient reached eos based on the timeline of the device. There was an inquiry about battery life, and it was reviewed that the life is different for every non-rechargeable device. The patient asked if there would need to be a surgery, if the device was at eos then surgery would be needed to replace the device. The patient also asked for guidance of tens therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their ins worked for 15 years and then it stopped working. The patient stated that their ins was removed on 2017-(B)(6), and has not been replaced yet. The patient had an MRI on 2017 (B)(6), and they are waiting for the results. They noted that it seems they will be getting another device put in possibly in (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reiterated that the device would warm up and how the battery had depleted in 2012 and they had a return of pain. The patient stated that they wished that the device had lasted longer. The patient also reported that they had a emg in (B)(6) 2017 and it "slapped" them and was uncomfortable. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the ins was no longer working and that they needed to have surgery to have the device removed so that they could have an MRI. The patient stated that the MRI was for the sciatic pain they were having again since (B)(6)2012. It was reported that the patient tried holding the patient programmer over their ins and adjusting stimulation a few months ago ((B)(6)) but couldn¿t. It was also reported that in (B)(6) 2007, when they would lie in their bed it would warm up their spine. The patient stated that this wasn¿t exactly a desirable feeling. It was mentioned that when their pain still existed between (B)(6) 2006 and (B)(6) 2007 they took vitamins while using their device which seemed to help. The patient stated that they would like to have another device put in after their MRI, but wanted to know how long it would last. Non-rechargeable vs. Rechargeable longevity were reviewed with the patient. It was reviewed that the non-rechargeable longevity was based on the patient¿s settings and usage. The patient was redirected to follow-up with their healthcare provider (hcp) to discuss questions on future inss (rechargeable vs non-rechargable) that could be implanted. It was also reviewed for the patient to speak with their hcp about possible longevity estimates. No further complications were reported/anticipated.